Event description:
It was reported that the device reached elective replacement indicator (eri) and exhibited unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant products. Product ID: 507652, implantable pacing lead, implanted: (B)(6) 2006. A product ID: 694958, implantable tachy lead, implanted: (B)(6) 2006. (B)(4).